Event description:
Difficulty in interrogation and programming device. Intracardiac signals were present and programming changes could be made, but certain tests could not be run. The device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned mini-ram dump and follow-up data from (B)(6) 2019 have been analyzed. The inspection did not show any anomaly. There was no indication of an ICD malfunction.